Manufacturer narrative:
The product was not returned to the MFR for evaluation.

Event description:
During a laparoscopic nissen procedure, the device leaked. The surgeon used another device to complete the procedure without pt injury.